Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebx0678 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter extension connector (red part) disconnected. The device was removed and replaced. No patient injury reported.